Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in hill-rom service center. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the right head brake caster was worn. The technician replaced the right head brake caster to resolve the issue. Based on this information, no further action is required.